Event description:
It was reported that the patient is post a myocardial infarction. It was also reported that there was low r waves with t-wave oversensing (twos) observed on the right ventricular (rv) lead. Episodes of non-sustained ventricular tachycardia (vt) have also been observed due to twos. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).